Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) USA alleging that the patient's onetouch ultra2 meter was reading inaccurately low compared to another meter. The complaint was classified based on the initial call recording which the medical surveillance specialist listened back to after being unable to speak with the patient directly, despite numerous attempts, in order to obtain additional information. The reporter stated that the alleged inaccuracy issue had been ongoing for "several months", however provided one particular example of when the subject meter gave a blood glucose result of "83mg/dl" which was compared to a result of "600-700mg/dl" on an emergency medical services meter within 30 minutes of one another. The date of this alleged inaccuracy was not provided. The reporter stated that the patient manages their diabetes by self-adjusting their insulin dosage but it is not known whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time later the patient developed unspecified symptoms which were associated with hyperglycemia. The ems were called and the patient was given an "injection" after the ems measured the patient's blood glucose at "600-700mg/dl". The patient was then taken to hospital and was hospitalized for "3-4 days" as a result of this. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution available to walk through a retest. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately low readings on the subject meter which led to them suffering symptoms which required medical intervention after the alleged product issue began.